Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the patient had the device for falls and the device had helped with his fall, but he still got them. The consumer reported that when the patient shuts off the device, he was guaranteed to fall within minutes. The consumer reported that the patient fell again, but he couldn¿t feel his leg, ¿its numb.¿ the consumer reported that the patient had tried to turn stimulation on and off but that didn¿t make a difference with feeling his leg. The consumer reported that the device had malfunctioned before but didn¿t go into detail as to what malfunctioned. The consumer reported that the patient got reprogrammed every 6-8 months because he noticed the device didn¿t work as well after a period of time, however this programming session is routine. No further complications were reported.